Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced. The device will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.